Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly and the keypad connector is not unlocked. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has no or intermittent button response. The customer did not provide their blood glucose value at the time of the incident. The customer stated has no or intermittent buttons response on the up and down buttons. The customer has changed the battery and the buttons are still unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s instructions. The insulin pump will be returned for analysis.